Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on several conductors (not obstructed). The inner tubing was kinked/buckled. The outer insulation had a cosmetic depression. There was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on several conductors (not obstructed). The inner tubing was kinked/buckled. The outer insulation had a cosmetic depression. There was apparent explant damage. Evaluation summary: (B)(4) performance data was collected from the lead and the data has been analyzed. Daily pacing lead impedance data shows a spike increase for v.pace=416 to 632 ohms peak between (B)(6) 2010 and (B)(6) 2010, then returning to a baseline of 392 ohms on (B)(6) 2010. Oversensing was noted as four ventricular non-sustained tachycardia episode <= 210 ms occurred between (B)(6) 2010 and (B)(6) 2010. Noise was also noted with the ventricular short interval count average 7.1 counts/day in 62 days between (B)(6) 2010 and (B)(6) 2010. Also a lead integrity alert was triggered on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead integrity alert sounded due to oversensing. It was further reported that there was high impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.